Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins). The rep reported that during the implant procedure of an ins the impedances prior to the case were all fine and under 1,000 ohms. The rep reported that after they replaced the ins all contacts were greater than 40,000 ohms and verified they checked different reference electrodes. The rep reported that they wiped off the leads and reconnected 4-5 times with no success but when they tested the leads in the mltc everything was fine. The rep reported that they opened a new battery and plugged in the leads and everything was fine. The rep reported that they would return the ins with the high impedances. No complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it was functionally okay with insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.